Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual inspection revealed that the guidewire ptfe coating was peeled/scraped off and the torque device was on the guidewire where the ptfe coating was scrapped off. The ptfe on the guidewire appeared to have been scraped by the torque device. Per the device dfu, "excessive tightening of the torque device onto the wire may result in abrasion of the coating of the wire." Based on the information available and analysis of the returned device, an assignable cause of user error was assigned to this event, as the peeling of the coating appears to have occurred due to scraping of the torque device.

Event description:
Based on the investigation, it was found that the guidewire ptfe coating was peeling. There were no reported patient consequences due to the event.